Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la were missing lot number and appeared to be in different packaging. This was discovered before use. The following information was provided by the initial reporter: material no: 320489; batch no: unknown (provided 9352052). It was reported pen needles do not have lot number, ndc # etc. And appear to be a different package than normal. Verbatim: on (B)(6) 2020 - called the pharmacy and spoke to the pharmacist who stated that the package has the lot and expiration date. The issue is the package has the different item # than normal ones they have received, and the package looks totally different. Looks like a is not product to be sold in the us. I spoke to pharmacist who stated that they found 3 boxes of 4mm needles without ndc and in multiple languages and they are wondering if that is a product dedicated to be dispensed in USA since it did not have the normal ndc they usually get. Pharmacist also provided the lot number and will sent samples for evaluation.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (bddc-20-3896-fa) for a single lot of the bd ultra-fine¿ pen needles. A small percentage of the product shelf cartons were incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing. The root cause investigation is ongoing and will be documented in CAPA # 1845943.

Manufacturer narrative:
H.6. Investigation: customer returned three (3) shelf cartons for 32gx4mm bd pen needles from catalog# 320489. Customer reported pen needles do not have lot number, ndc # etc. And appear to be a different package than normal. The 3 returned shelf cartons were examined, and a mixed product issue involving catalog# 320489 was observed. Sa bddc-20-3896-sa and CAPA 1845943 were raised for this mixed product issue. Unable to perform a DHR review due to an unknown lot number for incorrect/missing label information & incorrect packaging.

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la were missing lot number and appeared to be in different packaging. This was discovered before use. The following information was provided by the initial reporter: material no: 320489 batch no: unknown (provided 9352052). It was reported pen needles do not have lot number, ndc # etc. And appear to be a different package than normal. Verbatim: 06/29/2020 - called the pharmacy and spoke to the pharmacist who stated that the package has the lot and expiration date. The issue is the package has the different item # than normal ones they have received, and the package looks totally different. Looks like a is not product to be sold in the us. I spoke to pharmacist who stated that they found 3 boxes of 4mm needles without ndc and in multiple languages and they are wondering if that is a product dedicated to be dispensed in USA since it did not have the normal ndc they usually get. Pharmacist also provided the lot number and will sent samples for evaluation.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 9352052. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9352052, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 32g 4mm 5b xtw easyflow la were missing lot number and appeared to be in different packaging. This was discovered before use. The following information was provided by the initial reporter: material no: 320489 batch no: unknown (provided 9352052). It was reported pen needles do not have lot number, ndc # etc. And appear to be a different package than normal verbatim: 06/29/2020 - called the pharmacy and spoke to the pharmacist who stated that the package has the lot and expiration date. The issue is the package has the different item # than normal ones they have received, and the package looks totally different. Looks like a is not product to be sold in the us. I spoke to pharmacist who stated that they found 3 boxes of 4mm needles without ndc and in multiple languages and they are wondering if that is a product dedicated to be dispensed in USA since it did not have the normal ndc they usually get. Pharmacist also provided the lot number and will sent samples for evaluation.